Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. Secondary finding includes scratches on upper enclosure, scratched ui panel, bottom enclosure damaged and damaged buttons on upper enclosure. In addition, the device passed all testing. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.